Event description:
Crescent ra catheter 15 fr was placed into rij of a 20 month old female patient using the cut-down approach. Imaging used was echocardiographic guidance. Pericardial effusion is assumed to have occurred within the first 36-48 hours on ECMO and tamponade occurred slowly. The cause of tamponade in this patient is not clear. Patient arrested and chest compressions were started. She arrested again. Started chest compression again. Drain was placed. There was significant bleeding and then the patient death occurred (B)(6) 2022. Autopsy revealed a right ventricular tear. There were no signs of injuries found in the ra. The rv tear that may have occurred with catheter in place during CPR. This event was also reported by the hospital with corresponding medwatch report: (B)(4). Pericardial effusion which required a pericardial drain placed. This patient was on extracorporeal membrane oxygenation (ECMO) support and was cannulated with a mc3 crescent ra dual lumen catheter 15fr.

Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor was an alleged device deficiency of the crescent ra catheter specifically described. Mc3 is committed to providing information to surgeons and ECMO specialists as we learn more about difficult surgical challenges encountered in the placement of the catheters and with the management of patients during vv-ECMO.